Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The definite root cause cannot be identified; however, based on the reported complaint, the probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the doctor did not apply proper pounds of pressure on the mayfield composite series skull clamp (B)(6) resulting in the patient being injured by the skull pins. "The staff determined that it was user error". No surgical delay has been reported. Additional information received: 1. Please describe the patient's injury. - left parietal scalp laceration 2. Was the device used in a surgery? A. If yes, what type of procedure was performed? - mayfield tongs was used in surgery, posterior fossa craniotomy 3. Was revision/medical intervention required? Yes a. If yes, what revision/medical intervention was performed? - we used staple to close skin laceration 4. How was the procedure completed? - we changed mayfield tongs 5. Please provide patient outcome. - laceration was closed with staplers, dressing was applied 6. What type of skull pins were used, disposable or reusable for the surgery? - we used disposable adult pins/integra/ 7 are the skull pins available to be returned for evaluation? - no 8. What brand of skull pins were used, who was the manufacturer of the pins? - integra (ID a1072), lot #: 6788587 (adult pins).